Event description:
The fiber was observed to be forward firing at 87761 joules. The case was completed with another fiber. No pt injury was reported. Add'l details were requested by the MFR and have not been obtained.